Event description:
Additional information was received as follows: it was reported that noted a type iii endoleak was found again at the junction between the two valiant stent grafts which were embolized by the physician with a transient success and the endoleak had relapsed. An additional valiant 36/36/100 stent graft was implanted to resolved a type iii endoleak between the two previously implanted valiant stent grafts. Upon follow-up the endoleak was found to have resolved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received as follows: it was reported that a CT with contrast showed there was a proximal type ia endoleak with aneurysmatic evolution. The investigator assessed this event as device related and not procedure related. An additional valiant stent graft was implanted endovascularly and the endoleak resolved.

Event description:
A valiant captivia stent graft was implanted for the endovascular treatment of a 73 mm descending thoracic aortic aneurysm. Proximal length of non-aneurysm aortic neck was 50 mm with parallel sides, distal length of non-aneurysm aortic neck was 50 mm with parallel sides, proximal diameter of non-aneurysm aortic neck was 28 mm, distal diameter of non-aneurysmal aortic neck was 30 mm, the minimum diameter of the main access vessel was 7 mm, smallest diameter of true lumen was 6 mm, and the maximum aortic diameter at the level of the smallest diameter of true lumen was 44 mm. The false lumen was partially thrombosed. During the index procedure, an atrium stent was also placed in the right renal artery. Subsequently, the false lumen was noted to be completely thrombosed. It was reported that a recent CT showed, there was a type iii endoleak (perforation of the endoprosthesis) fabric and there is perfusion of the false lumen. The maximum aneurysm diameter was 72 mm. The fabric endoleak was due to laceration of the superior third of the proximal stent graft which was caused by the free-flow of the distal stent graft at the isthmus level. The investigator assessed this event as device related and not procedure related. Secondary intervention was performed endovascularly approximately two weeks later and the endoleak resolved.